Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The reason for mesh implantation was to address pelvic prolapse. The procedures performed: anterior posterior colporrhaphy, anterior prolene mesh placement, tot sling (aris) and cystoscopy. Concomitant therapy: mentor aris trans-obturator. Complications post pelvitex implantation: the outcome attributed to the device includes pain, infection, urinary problems, bowel problems, recurrence and vaginal scarring. Mesh revision surgery: 2010: underwent mesh removal (medical records are not available to substantiate the same).